Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter read inaccurately high when using control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began in (B)(6) 2016. She claimed that she obtained an alleged control solution result of "178mg/dl" on the subject meter. The patient denied that she takes any medication to manage her diabetes and reported that "almost every day since (B)(6)" she has consumed less food/drink as a result of the alleged high readings. The patient stated that within an hour of taking her morning reading she developed the symptom of shaking. The patient denied that she received any treatment for the symptoms. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct testing steps were carried out. The test strips and control solution were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient was using the correct control solution. When the patient was walked through a control solution test the result fell outside of range. Replacement products were sent to the patient and requested back for evaluation. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.